Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed using a 200 mm balloon over a non-medtronic safari guidewire. The delivery catheter system (dcs) was inserted over the guidewire. The valve was deployed normally, at an approximately 5mm below the annulus. After the deployment of the valve, moderate paravalvular leak (pvl) was detect by angiography. The decision was made to post dilate the valve, using a 23mm non-medtronic (true) dilatation balloon. Cardiac pacing was performed using the guidewire. During testing of the pacing equipment, the implanter noted that pacing was intermittent but deemed that it was ok to proceed. The patient had a permanent pacemaker implanted but the implanter did not choose to use it to control the cardiac pacing during the balloon post dilatation. During the inflation of the balloon, capture of the cardiac pacing system was lost temporarily, which caused the inflated balloon to dislodge the valve into the sinus of valsalva (sov), approximately 10-15mm above the annulus. The implanter decided to deploy an non-medtronic edwards s3 26mm valve and decided not to snare the dislodged valve. The deployment of the edwards sapien valve resulted in the top of the sapien valve to be inside the dislodged valve, and the two valves overlapped approximately 5mm. Upon contrast injection, pvl was discovered and post dilatation of the edwards sapien valve was decided using the same balloon of the edwards delivery system. Following, the patient experienced chest pain and the implanter noticed that occlusion of the left coronary artery had occurred. The electrocardiogram confirmed the occlusion of the left coronary artery. Numerous attempts were made to cannulate the left coronary artery through an opening of the overlapping valves as it was not possible to perform cannulation from higher up the evolut frame. During the cannulation process, cardiopulmonary resuscitation (CPR) was performed and eventually lucas chest compression system was used. The implanter consulted the cardiac surgery team, and decided to transport the patient to the cardiac surgery theatre to explant the evolut valve. The patient died during the attempted explant surgery. The cause of death was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other potential factors. Dislodge events are typically not related to a device malfunction and additional information received stated that the dcs did not contribute to the valve dislodging. Based on the information provided, the primary event of pvl, was assessed as likely related to the device in a slightly deep implant at 5mm, which required a post-implant balloon dilatation. The valve dislodgement is likely related to the post-implant balloon dilatation and procedure when loss of capture of the pacer occurred during balloon dilatation causing the valve to dislodge requiring a non-mdt valve-in-valve to be implanted, which did not resolve the pvl and required a 2nd post-implant balloon dilatation. The event of coronary occlusion is assessed as possibly related to the evolut valve. The event of death is assessed as likely related to the coronary artery occlusion and to the inability to access the coronary artery for percutaneous intervention resulting in surgical conversion and subsequent patient death during the explant and surgical conversion surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.